Event description:
Per the physician, the patient experienced a cerebrospinal fluid leak after the device was implanted. Per the physician, during revision surgery the electrode broke and the device was explanted in 2009. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.